Event description:
On 11/14/2000, the international distributor informed the MFR's international rep of the following: the dilator tip was dull and caused peel out when dilator was inserted. The doctors are well experienced even the same products and tried two (2) pieces, but insertion was failed either. No further details were provided.